Event description:
It is reported that the pt received a total hip endoprosthesis on (B)(6) 2007, right side and had to be hospitalized due to bad blood test results on (B)(6) 2010 for the first time. It is further reported that the pt was hospitalized since then 18 times and now has to use a wheelchair.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However there is no indication for a product failure. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measure is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).